Manufacturer narrative:
Reference cmp-(B)(4). Medical products - unknown knee bearing catalog #: unknown lot #: unknown, unknown tibial tray catalog #: unknown lot #: unknown. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04228, 0001825034 - 2017 - 04238. M.a. Jones, a. Yousef, j. Dhaliwal, s.s. Kulkarni. Failures of the dual articular knee prosthesis due to fracture of the polyethylene post. The knee 18 (2011) 428¿431. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a revision occurred due to anterolateral pain. Patient's knee pain reocurred, but refused further treatment. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.